Event description:
Implant didn't achieve osseointegration, primary stability was achieved, radiation tx-head / neck area, biomechanical overload, bruxism, peri-implantitis, pain, bleeding, inflammation, mobility ((B)(6) are same patient).